Event description:
Boston scientific received information that during the explant procedure, the right ventricular (rv) lead could not be removed from the header of the device due to the set screws being stripped. Boston scientific technical services (ts) discussed with the non-bsc rep a tilting of the wrench technique. After several unsuccessful tries, ts discussed getting a bone cutter to cut the back of the header off behind the terminal pins and then pulling them out, however pacing could not be guaranteed during this maneuver. The system status is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Manufacturer narrative:
(B)(4).

Event description:
Attempts were made to get more information pertaining to this event; however, no additional information was available. Please accept this as a final report. Should additional information become available in the future, this report will be updated.